Event description:
(B)(4). Brain shocks, tingling, brain fog, skin rash boils that lasted over a year to heal. Black outs/ fainting spell. Heavy bleeding had to go to the ER. Doctors says I may have ms or lupus. I am being tested for this now.